Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information: additional information: section b5 updated to include response details from customer. Device evaluation: three photos and forty-two physical samples were provided to our quality team for investigation. Upon evaluation of the photos, the tip of the syringe is observed to be broken and lodged inside the mating medical device, verifying the reported concern. All returned products were inspected, and no damage or related defects were identified. Functional testing was performed by threading a needle onto the luer and applying force to assess assembly integrity, no breakage occurred. A device history review was performed for reported lot 2507702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Six retained samples were used for additional evaluation. All samples were visually inspected, and no damage was observed at the syringe tips. Further functional testing was performed by repeatedly connecting and disconnecting the syringes with a mating device, with no breakage or other issues observed. Based on the available information, no root cause linked to the device or our manufacturing process was identified. It is possible that the tip broke as a result of over-tightening during connection with the mating device, however, this cannot be confirmed at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
Per customer response: it happened in the medicine room, before contact with the patient.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the syringe tip broke during use.